Event description:
The customer reported to baxter (B)(4) a light sensitive drug set in which the pouch was damaged. The condition was identified before patient use and there is no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on (B)(6) 2011. An actual sample was received for evaluation. A visual inspection of the sample revealed a hole in the pouch. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.